Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion; guide catheter: launcher jr3.0; stent: resolute integrity. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% restenosed mid right coronary artery. The indeflator was successfully used with a 2.5 x 12 mm rx trek balloon catheter. When attempting to inflate a non-abbott stent delivery system, the needle did not move on the gauge and the delivery system would not inflate. The indeflator was removed and an unspecified inflation device was successfully used to deploy the non-abbott stent and the procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.